Manufacturer narrative:
Initial reporter phone: (B)(6). The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Based on the results from the leak test, this defect did not compromise the valves' ability to seal pressure and fluid within the sheath.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that during the sheath introduction, lot of air enters the sheath, also the valve was leaky. It was tried to aspirate the air, then the sheath was replaced, and the procedure was completed without patient complications. The device has been returned.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation. It was reported that during the sheath introduction, lot of air enters the sheath, also the valve was leaky. It was tried to aspirate the air, then the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.